Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar cautery instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "abnormal movement of the instrument." Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. They were found to have unintuitive motion, which indicates that the instrument would move precisely and proportionally to the mtm inputs but they moved in the wrong direction. The root cause of this failure is not determinable/applicable and was transferred to engineering for further investigation. Additional observation not reported by site was that the instrument housing was removed and found that the roll gear was broken. The root cause of this failure is typically attributed to mishandling/misuse. The instrument has been further tested by the failure analysis engineer (advanced failure analysis). The initial failure analysis (fa) were partially confirmed. The instrument exhibited non-intuitive motion, but the component that was found to be broken was not the roll gear, instead it was the input disc for the roll direction. The plastic shaft portion of the input disc was found to exhibit cracking and breakage. A piece of the roll input was returned with the instrument, however due to the position of the breakage, it is difficult to re-install the broken piece to check for missing pieces. By comparing the shape of the breakage and the returned piece, there appears to be a 2.5mm x 4mm fragment missing from the roll input disc subassembly. Since the breakage occurred in the proximal end, the instrument which does not enter the patient. The non-intuitive motion was replicated, and was observed while the instrument was near the extremes in the roll direction. Outside of those areas the instrument appeared to move normally. When moving the mtm in the roll direction the instrument, at the extremes in the roll direction the instrument's hooping would no longer be maintained and the instrument tip would swing as a whole while the mtm was being moved. In this state it was noted that the instrument tip appeared to move opposite to the directions input through the mtm. As such non-intuitive motion was observed since the instrument hooping would break unexpectedly. However, this phenomena only occurred when the instrument's main tube and roll input were out of sync, which can be achieved by holding down the roll disc and rotating the instrument's main tube. The breakage of the plastic shaft portion of the input disc for the roll direction contributed to the input disc being able to be out of sync of the instrument's main tube's rotation. Since the shaft portion of the input disk was broken, the internal metal shaft could freely rotate independent of the plastic overmold portion of the input disc subassembly. The root cause of the broken input disc is attributed to component failure. There are no signs of corrosion or other broken input discs on the other input discs for the instrument. The damage appears to be isolated to the roll input disc only additional information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis information can be found in the following fields: h6 and h10

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the single port (sp) monopolar cautery instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Patient identifier: (B)(6) is a related record (customer used the same instrument in a subsequent procedure and had the same issue). No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the sp monopolar cautery instrument (part#: 430007-55/ lot/serial#: (B)(4) associated with this event has been performed. Per this review of the logs, the sp monopolar cautery instrument was used on 30-sep-2022 via system serial#: (B)(4). There were 17 uses remaining after this last usage. The instrument was used in one subsequent procedure after the reported event date on (B)(6) 2022. Additional logs confirm the instrument was used on (B)(6) 2022 via system serial#: (B)(4) for a supraglottic laryngectomy procedure. This complaint is being reported due to the following conclusion: it was alleged that the sp monopolar cautery instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted supraglottic laryngectomy surgical procedure, the single port (sp) monopolar cautery instrument installed on the patient side manipulator (psm) 3 was unresponsive to the surgeon's commands. Prior to calling technical support, the customer attempted to reseat the sterile adaptor and the instrument on the psm3, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer install the instrument on a different arm and the issue followed the instrument. The customer replaced the instrument with a scissors instrument and the issue was resolved. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument jaw moved in wrong direction. The movement of the instrument did not cause any injury to the patient. There were no intra-operative or post-operative complications occurred. No fragment fell inside of the patient. The procedure was completed robotically with no report of patient injury. The sp monopolar cautery instrument was returned.